Event description:
It was reported, the patient experienced a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. It was reported, the patient's pocket site burned and was red. The patient could not charge his device past half full. The patient lost therapy about 1.5 months prior to this report and he went in for reprogramming at which time he was told he needed to charge his ins. The patient noticed the burning while recharging about 3 weeks ago. The ins site would get hot after 15, 20, or 30 minutes. It was reported the half charge lasted the patient about three days. Additional information has been requested but was not available as of the date of this report.

Event description:
Attorney alleges that the neurostimulator failed and needs to be explanted and replaced. It was reported that the patient had a meeting with his hcp and a manufacturer representative on (B)(6) 2012 and that after examination and testing of the patient and the device it was determined that it had failed. It was noted that the patient had experienced pain, suffering, inconvenience, and loss of the opportunity to seek gainful employment as a result. See MFR. Rep. # 3004209178-2012-11594 for additional patient issues.

Manufacturer narrative:
Product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 355531 lot# n310834, implanted: 2012 (B)(6), product type screening device. (B)(4).